Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Root cause:the root cause of this failure was a misaligned IV pole.

Manufacturer narrative:
A terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The IV pole was adjusted. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down. Therefore no patient information is reasonably known.